Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Getinge field service rep reported that during education at hospital, they opened a brand new non sterile demo catheter and helium tubing and kept getting an autofill failure message on the cardiosave intra-aortic balloon pump (iabp). Eventually blood came out of the safety disk into the demo helium tubing. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields: d9. A getinge field service engineer (fse) reported that they found evidence of blood ingress within the unit. The fse was able to confirm the alarms for autofill failure and gas loss in iab circuit. The fse replaced the pneumatic module assembly, helium reservoir, drive regulator, <100 micron muffler, pim to backplane cable assembly, muffler fitting, drive manifold assembly, fitting,pneumatic,single barb, tube assy,drive manifold, fitting, muffler to reservoir , o-ring, buna, as568a-910, tubing, clear polyurethane, 0.062" i.d, pneu fitting,in-line male, pneu fitting,in-line female, fitting,"l" 1/16 brass, reservoir, pressure-vacuum, tube assy,vacuum, tube assy,pressure and muffler,1/8 npt. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.